Manufacturer narrative:
The device information was unintendedly excluded in the initial report. This report contains missing and updated data.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort described as a shocking sensation at the ipg site while the l3 lead was activated. As a result, the l3 lead was deactivated and the shocking sensation subsided. Surgical intervention may take place later to address the issue. Non-concomitant devices are unknown at this time.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.